Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for air detected in the cassette during drain 2 of 5. Treatment was discontinued. It was reported by the patient that after removing the tubing set their was a fluid leak. Upon follow up with the patient's peritoneal dialysis nurse, the nurse stated the reported fluid leak has resolved without any medical intervention. The patient reset with new supplies and had discarded the old supplies. The patient continued to use continuous cycler- assisted peritoneal dialysis (ccpd) therapy without any further issues.